Event description:
The sales consultant reported hardware removal revision procedure on (B)(6) 2013. Patient was treated with trochanteric fixation nail (tfn) on (B)(6) 2013 for an intertrochanteric hip fracture with the lesser trochanter fractured as well. Upon the follow up appointment, x-rays revealed that the helical blade was beginning to cut out of the head, date unknown. The decision was made to remove the hardware on (B)(6) 2013 and revise with a dynamic condylar screw (dcs) plate and screw construct. There was no delay in completing the procedure. The procedure was successfully completed with no patient injury reported. This report is on the blade. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. A review of synthes device history records for manufacturing revealed no complaint related issues. Due to an unknown cause, the helical blade is reported to have cut-out of the head. The material of the nail was determined to be within specification as well as the ID of the helical blade hole and the diameter of the head of the nail. The instrument conformed to dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. Placeholder.

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
Device used for treatment, not diagnosis. Product developement evaluation based on the potential for considerable osteoporosis and low occurrence rate for implant migration this complaint is determined to be invalid from a design perspective and the devices suitable for their intended use.